Manufacturer narrative:
The cause of death is unknown, however the sales associate states the death had nothing to do with the implant. No operative records or scans have been received. The device history records were reviewed and no non-conformance that would cause or contribute to the reported event was identified. Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the investigation and review of the design.

Event description:
It was reported the plate was an exact fit to the model and the patient, however the cutting guides did not match the model. The surgeon used bone marrow aspirate to fill in the gaps. There was a surgical delay of approximately five minutes. The sales associate reported the patient had heart issues and was very ill before the surgery; the patient passed away the following day.

Manufacturer narrative:
There was no product returned to review for this complaint. The design vendor conducted an investigation into the complaint; they stated: ¿the case was planned with generic fibula data, therefore making it difficult to confirm or deny if the patients anatomy greatly differed from the generic data. Although generic lower extremity data is usable to design parts and achieve predictable dimensional outcomes, it does not mimic the precise twists of the patients own fibula.¿ the complaint could not be verified as the cutting guide was not returned for investigation. The manufacturer found no indications of manufacturing defects. The most likely cause of the complaint is the patient¿s fibula anatomy being substantially different from the generic fibula used in the design.

Event description:
(In addition to what was already reported) the procedure that was being performed at the time of the incident was mandible reconstruction using fibula free flap.